Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens had haze on surface noted after implantation. The iol was explanted during initial procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was returned for analysis. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated in the surgeon¿s opinion manufacturing error was the cause of the event. There was no patient harm.

Manufacturer narrative:
The product was returned for analysis. The intraocular lens (iol) was returned in two segments in a small paper bag inside the product carton. Approx.1/3 of iol optic not returned. Iol is adhered to the paper and when removed, paper remains stuck to the iol. Iol is cleaned for further evaluation. Reported "haze" not observed. No device returned. The origin of the reported complaint cannot be confirmed from the returned product. Complaints have been received describing that lenses were reported by doctors for the presence of a ¿polychromatic sheen¿ visible. No harm to patients reported. Nci was raised as part of this investigation. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).